Manufacturer narrative:
(B)(4). Returned device evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction. Test strip issue.

Event description:
Consumer complaint of blood result reading of "lo". I verified strips are in date, verified customer is using proper testing tech. Customer ran a blood test, 173 mg/dl. Verified the strips expire 03/31/2017 and that the strips have been opened for less than a 3 months. Customer confirms proper storage customers expected results are 120mg/dl. Customer stated her husband was not feeling well but does not require medical attention. Reviewed meter memory: (B)(6). The customer states that she usually waits at least two hours after eating, drinking, exercising, or taking any medication before performing a blood test. The customer is on medications for diabetes (metformin). The customer states that she feels fine and does not need any medical intervention. I informed the customer to discontinue using the meter.